Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - radiculopathy/ pain. It was reported that the patient had fall recently and yesterday she experienced an increase in stimulation. Patient stated that she turned the device intensity down but it turned back up on its own. Patient stated she did have adaptive stimulation activated. The rep had the patient turn adaptive stim (as) off to see if that helped. Rep scheduled to meet with the patient next week, wednesday. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The rep reported the sensor and adaptive stim needed to be re-oriented and set back up. The increase and decrease in stimulation on its own has been resolved. All impedances were within normal limits and patient was happy.